Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a lost sensor alarm. Customer's blood glucose was 49 mg/dl. Customer was advised of the causes of their lost sensor alarm. No additional information provided.